Event description:
The customer reported that while attempting to admit a patient on a xhibit central station (xcs) the device rebooted itself. Following restart all beds were showing offline. Tech support walked the user through performing a software restart. Following the software restart, the customer confirmed the issue was resolved. Cause of failure was not identified.